Event description:
Per the audiologist, the patient's device was explanted in 2007 due to an infection. The patient was reimplanted with a new device about 3 months later.

Manufacturer narrative:
This is a final report.